Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that patient had total knee arthroplasty, was removed due to infection. Antibiotic spacer was placed in joint with expired depuy gmv cement. The cement expired on (B)(6) 2019. They don't have a copy of the stickers. The hospital purchased this cement independently and it is part of their stock/ inventory. It was only after the cement had been mixed and used in the spacer that the expiration date was noticed. Doi: unknown. Dor: (B)(6) 2019, unknown knee.

Manufacturer narrative:
Product complaint # (B)(4). This product was reported in error. No patient death, serious injury or evidence of reportable product malfunction occurred. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.  The initial complaint was reviewed and found not reportable. Usfda MDR determination: it is reasonable to conclude that the device did not contribute to the patient's infection 3+ years after implantation.

Manufacturer narrative:
Product complaint # (B)(4). This product was reported in error. No patient death, serious injury or evidence of reportable product malfunction occurred. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.